Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a routine nephroureteral tube change, the new ultrathane cope nephroureterectomy set leaked less than five minutes after insertion. The device was removed and another like device was used to complete the procedure successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation and a visual inspection/dimensional verification/functional test of the returned device were conducted during the investigation. Clinical assessment: a leaking hub could cause inadequate drainage or possibly infection potentially causing significant harm. At this time, the most probable causes of this event are user technique or manufacturing related. The visual inspection of the returned device confirmed that the number of threads showing between the mac-loc hub and connector cap was out of specification. The leak test was unable to confirm the presence of a leak. The clinical assessment stated that a leaking hub could cause inadequate drainage or possibly infection potentially causing significant harm. At this time, the most probable causes of this event are user technique or manufacturing related. Additionally, a document based investigation evaluation was performed. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, the actual root cause was determined as manufacturer related. This failure mode has been escalated per internal processes. Additionally, the applicable department is currently going through defect awareness training for all personnel, therefore additional retraining will not be requested. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required.

Event description:
No new event description information to report at this time.